Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the aus seemed to not be working. A surgical procedure was performed during which the device was explanted. Upon explant the physician identified air in the device and suspected it had been implanted with air in the system. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100526581. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100522805. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered.